Event description:
Report 2 of 2. Report rec'd of an under-delivery on one pump and an over-delivery on a second pump due to an operator error in programming while both pumps were in use. The first pump was programmed to deliver an unspecified amount of cisplatin and etoposide at a rate of 21 ml/hr instead of the intended 42ml/hr. The second pump, was programmed to deliver an unspecified amount of adriamycin at a rate of 42ml/hr instead of the intended 21 ml/hr. When the second pump alarmed earlier than expected, the nurse noted the programming errors. There was no reported adverse pt effect.